Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) found the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1h7nc, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1h7nc, ubd: 31-may-2021, UDI#: (B)(4). Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had premature battery depletion and the battery and lead were replaced. There were no known environmental factors. There had been no impedances noted with the lead. Therapy measurements for the battery indicated the battery capacity was low, patient was on an amplitude of 6 volts with the battery and lead prior to replacement. After the new battery and lead were replaced the amplitude was set to 1.9 volts post-op. It was reported the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.